Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reportedly perceives the sound as significantly deeper. In situ measurements have reportedly shown abnormalities. An implant check has been arranged.

Manufacturer narrative:
Additional information: based on the limited available information, it is not possible to determine an exact root cause for the reported issues. The device remains implanted and the recipient has reportedly a satisfactory hearing performance with the device. Next appointment is in (B)(6) 2025.

Event description:
The user reportedly perceives the sound as significantly deeper. In situ measurements have reportedly shown abnormalities. The user needed a spacer while using the audio processor. Reportedly, the hearing performance has not significantly changed.